Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome, occipital neuralgia, and non-malignant pain. The patient stated that their healthcare professional (hcp) revised the pocket when they had their ins replaced. The hcp straightened it and made it so the ins would be closer to the skin. The hcp used a ¿mesh¿ to hold the ins from falling deeper into the old pocket. On (B)(6) 2017 the ins was moving around and sometimes would get under the patient¿s ribs which would make it hard to breathe. The patient wore a ¿binder¿ to help the ins heal into place and it has settled down now. The ins issue resolved after it healed into place. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient¿s healthcare provider (hcp) tried to move the up so the patient could charge better. No further complications were reported.